Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed and duplicated the xdcr fault alarm and was unable to resolve the condition through calibrations. The fsr replaced the main printed circuit board (pcb) in order to resolve the reported issue. The device passed all service testing and was returned to the customer operating to manufacturer specifications. The suspect main pcb has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition while in use with a patient. The patient was placed on a back up ventilator with no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue a failed pressure transducer on the main printed circuit board assembly.